Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were consumed in the event.(B)(4)

Event description:
Embolization treatment of a dural fistula with onyx. During onyx injection, it was reported the catheter ruptured at approximately 6cm from the distal tip.no patient injury reported.same event as MDR# 2029214-2011-00019